Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The gib, ffb, and sib boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system fluoro beeper continued without command during a case. After stepping on the foot switch, the beeping stopped but the collimator was closed down. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.